Event description:
It was reported that the maryland bipolar forceps instrument was not turned on electricity and the tip of the instrument did not engage during a da vinci prostatectomy procedure. The instrument was exchanged for a backup instrument. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that one grip was bent, causing side-to-side misalignment of the grips. There was a .122 offset at the tips, indicating overloading at the tip. The instrument passed electrical continuity testing. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Failure analysis investigation also found the following additional damages to the instrument: the pitch cable was found frayed at the distal clevis hub. No damage was found at the clevis. There were scratches on the surface of the distal pulley. No other damage was found.